Manufacturer narrative:
The device referenced in this report was returned to olympus for eval the eval confirmed the image the user reported. The device passed leak test. The image difficulty was attributed to a damaged charged coupled device (ccd) unit. At the present time, the exact cause of the damaged ccd cannot be determined. If significant add'l info is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 24, 2015. This supplemental report is being submitted to provide additional information on investigation results based on a retrospective review of complaint record. Further evaluation was performed by disassembling the subject device. The evaluation confirmed short circuit on the circuit board. The reported event was attributed to the circuit board failure possibly due to aging deterioration. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon.

Event description:
The user facility reported that during a therapeutic laparoscopic cholecystectomy procedure, the image was lost just after pushing switch of the device. The intended procedure was completed with the different device. There was no pt harm reported.